Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the tool broke during surgery, the pieces of the device did not fall apart or come apart, no pieces fell into the patient's field, and there were no retained objects. The patient was not affected or requiring special treatment as a result of the broken device. No force was used to cause the device to break. The customer reported: the cable winder tore, the iron did not break. All the parts are present, but separated when the cable winder tore.

Manufacturer narrative:
(B)(4): one (1) 89-6110 device was returned for evaluation. The product engineer, manufacturing engineer, and the quality engineer confirmed the reported issue. Visual examination revealed that the device was returned with the cable completely broken and hanging out of the retractor. The end of the broken cable was frayed and in a coiled state which is indication of a tension break. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). It is unknown exactly how the cable broke but this break is indicative of some type of excessive force/stress applied to the device. The segments showed signs of wear where the cable broke on the opposite side of where the device would bend and form shape. The most probable cause is that force (overstress) had been applied in the opposite direction of the bend causing the cable to wear prematurely and break. The break is consistent with mechanical overstress. In addition, the black handle was observed to have a lighter shade of black which is indicative that the device was most probably processed in a high alkaline chemical solution which can cause damage and weakening of the instruments parts. It is unknown as to the usage of this device or how many times it was improperly processed. Force/stress coupled with improper chemical processing contributed to the premature failure of the device. A review of the device history record did not reveal any non-conformances. It has been recommended to review the products instructions for use, IFU 26-2904, particularly the caution, inspection/maintenance, cleaning and processing sections. Bd will continue to trend and monitor this reported issue and for this product family. In the initial submission the lot number was reported incorrect.